Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 502 mg/dl at the time of morning and current blood glucose level was 182 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump. Customer was assisted with performing the high pressure test and the test was passed. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the drive support cap was normal. Customer did not allege insulin pump was under delivering. Customer troubleshoot was performed for high blood glucose level. The insulin pump will be returned for analysis.